Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 1/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the homechoice set without pausing their therapy. When hp returned the cycler was alarming. In an endeavor to clear the alarm hp reconnected their transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. No patient injury or medical intervention was assoicated with this incident per rn.